Event description:
It was reported that the patient¿s ipg was reaching eol. As result, the patient may undergo surgical intervention on a later date.

Manufacturer narrative:
Event date is an estimate. During processing of this incident, attempts were made to obtain complete event and patient information.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated the ipg was explanted and replaced on (B)(6), 2022 resolving the issue.